Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant and advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) stayed in the sealant sleeve after the shuttle was advanced downward and the arterial sheath was pulled back and "married" to the shuttle during deployment. Manual compression was performed. There was no reported patient injury. The issue occurred during deployment of the device. The device was stored and prepared according to the instructions for use. No device or package damage was noted prior to use. The mynx vascular closure device (vcd) was used during an interventional procedure with a retrograde approach. The user was certified in the use of the device. A non-cordis sheath introducer was used. Femoral artery suitability, including vascular sheath insertion angle, was verified by angiography or venography. The puncture site was arterial. Vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity, peripheral vascular disease, or calcium at the puncture site was reported. Hemostasis was achieved with manual compression for 30 minutes or less. The user reported shuttling down completely, with no significant resistance during shuttling and no unusual force applied during sheath retraction. The advancer tube was not engaged or visible. The device will be returned for evaluation.